Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported the patient stated they were experiencing a lag within their bolus. The patient stated thatwhen they went to get a bolus, they had to search for the pump and the communicator and then it would not give them a boost. The agent reviewed with the patient that they needed to clear the data in the device. The patient did not have the handset with them at the time of the call to troubleshoot and it was not charged. The patient would call back once the handset was charged for further troubleshooting. Additional information was received from the patient. The patient called back and stated that their handset would not let them deliver bolus. The patient stated that it would go up to 90% and that was how far they can go. The agent had the patient clear data, the patient had difficulty navigating as they mentioned the screen kept dying and shutting off. The patient was able to connect to myptm (patient therapy manager) and saw their deliver bolus screen.